Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer's healthcare provider recommended that the basal rate and correction factors settings be adjusted. The contact assisted with carbohydrates and juice. System check verified that the pump time was inaccurate by one hour. Tandem technical support assisted the customer with successfully adjusting the pump settings.